Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided g4: additional PMA/510(k) number k011028, k013227.

Event description:
It was reported that the implant at tooth site #unk transfer post hex fractured. While placing the implant at site #13, the transfer post was determined to be fractured at the portion that connected into the implant. It was difficult to remove the transfer post due to the fracture and a portion of the hex from the bottom of the transfer post was in the implant. Due to these complications and not being able to verify the implant wasn't damaged, a new implant was placed to avoid having a damaged implant placed into the patient. Removing the fractured transfer post was difficult but was accomplished.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvh10, (impl tapered scr-v ha 3.7 mm 3.5mm 10mm) for evaluation. Visual evaluation was performed; the implant shows signs of wear/use. A fractured mount hex was returned with the implant. An additional mount identified as a fmt3 was returned with the implant and fractured hex. The mount shows blemishes likely caused during removal. The fmt3 that had no damage is being recorded as a concomitant. DHR review was completed for the subject lot number 1277598. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1277598 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was customer error, applying to much torque/speed during seating. Therefore, based on the available information, a device malfunction did occur. The fractured hex was returned. The reported fracture event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes." H6: entered evaluation codes. H10: added manufacturer narrative.